Event description:
It was reported that during a merlin transmission noise was noted on the atrial and ventricular leads. The patient was asymptomatic with these events. No intervention had been reported. No additional information was available.